Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced fungal peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment for the event, action with dianeal therapy and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
It was reported that the patient was hospitalized for the fungal peritonitis on an un-reported date ¿2 weeks ago¿. It was also reported that the patient just passed away (date unspecified). The cause of death was not reported (no further detail). It was not reported if the patient recovered from the peritonitis prior to death. No further detail was provided regarding whether dianeal therapy was ongoing until the time of death or if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.